Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore, device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device, and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that the bd 10ml slip tip syringe experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 301030; batch no.: unknown. The customer does not know what the white material is. Please be advised that the lot number for this complaint is unknown.